Event description:
One month post implantation, pt developed the following symptoms: reaction - joint pain, muscle pain, headache, heart palpitation, and breathing difficulties. She stated that she had asthma before, but was under control. Pt was implanted.